Manufacturer narrative:
H3, h6: the cori drill long attachment, p/n rob10015, sn (B)(6) , used in treatment, was returned for evaluation. A relationship between the reported event and the device was not established. The reported event was not visually or functional confirmed. The evaluation follow the pv requirements. A functional evaluation was performed. The reported problem was not confirmed. The long attachment was removed from the drill without any resistance in multiples tryouts. No malfunction was observed, the long attachment operated as design. No functional non-conformances were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factor that may have contributed to the reported symptom may have been associated with try to remove the long attachment when the drill still in lock position. The real intelligence cori for knee arthroplasty user manual (B)(6) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when setting up for a cori assisted tka surgery, they plugged in the real intelligence robotic drill. As soon as they plugged in the drill, the green check mark (that indicates successful plug in) was flickering and they could not advance. The light above the port was flashing. They unplugged the drill several times, rebooted, and attempted several other times. They could no longer disassemble the drill, so they backed out to the admin screen to see if they could unlock drill. When on the admin screen, they plugged in the drill, it said connected, as soon as they hit next they got the robotic drill critical error. The procedure was completed with manual instrumentation without delay. The patient was not harmed.